Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "flat, chunky, leaking, hurting, unable to grip, moved."

Event description:
Patient reported "flat, chunky, leaking, hurting, unable to grip, moved". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b1, b5, d1, d4, d6b, g2, h4, h6.

Event description:
Device has been explanted and replaced.